Event description:
It was reported in neurosurgery the guidewire broke as the balloon catheter was being withdrawn over it through a sharply angulated vascular segment. The balloon catheter was removed with the fractured guidewire inside its lumen and a new guidewire used to complete the procedure. Procedure considered technical success. There were no consequences or impact to the patient.

Manufacturer narrative:
Event date: the exact date is unknown; all patients included in the article were treated between (B)(6) 2006 to (B)(6) 2008. -